Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 450-500mg/dl at the time of incident and treated with manual injection. Customer declined to trouble shoot for high blood glucose levels. Customer stated that the insulin pump esc and act button is not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. Insulin pump received with corroded battery tube noted.